Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24300. The pt is implanted with four leads from two different lot numbers. It is undetermined which leads are affected. Therefore, all possible devices are being reported. It was reported the pt is having an incision and drainage performed due to a possible infection at her occipital (off-label) lead site behind her neck. Cultures were taken and the pt was placed on intravenous antibiotics. No further info is available at this time.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.